Event description:
While treating a patient the device did not advise shock for what clinicians believed was a shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the data card from the event was returned for review. In each of the four full ECG analyses that were performed the ECG signal fell below the 100 microvolt requirement which is required for a shock advised. After review of the ECG analyses we believe the device performed according to specification and provided the appropriate advisories.